Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they could not hear alarms. The customer's blood glucose was unknown at the time of incident. The insulin pump lost the volume and as a result the customer was missing the alerts. The device is not expected to be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, idle current test, run current test, self test and off no power test. Device received with normal operating currents. No unexpected low battery alarm noted. No missing alerts/absence of alarm noted during the testing.